Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (300's mg/dl). Customer changed the cartridge and infusion set, and administered a manual injection to resolve the issue. Troubleshooting was not performed with tandem technical support as the issue occurred in the past.